Event description:
It was further reported that the pt had two stents placed in the lad and a single stent in the diagonal on 06/29/2001. During that procedure, the tighest portion of the diagonal branch could not be dilated despite multiple inflations with multiple balloons and the procedure was terminated due to periorbital bleeding in the right eye due to a previous fall. The pt returned on 07/02/2001 for attempts at revascularization of the midportion of the diagonal as the stent in this vessel was deployed proximal to the desired area. Following two attempts to advance a cutting balloon to the lesion, the balloon catheter was passed and three separate inflations of 16-20 atms for up to 60 seconds occurred. The vessel was still not dilated adequately. The catheter was deflated, but could not be retreacted back through the stent. Multiple wires were used and abutted against the distal portion of the balloon which had become deformed and was believed to have ruptured following the multiple inflations. A series of snares were also used unsuccessfully. The pt rec'd ntg for blood pressue control. Pt was taken to the or where the balloon segment and stent were removed surgically. The physician states he does not believe there was a problem with the device.

Event description:
It was reported that during a coronary stent procedure in a highly calcified lesion, the balloon catheter was advanced through a previously placed stent for pre dilation prior to stent implantation. The balloon ruptured at unknown atmospheres on the second inflation and became stuck in the lesion. While attempting to remove, the shaft of the catheter broke and a portion remained in the pt. Attempts to snare were unsuccessful and the pt went to surgery for removal. Pt status is listed as "okay".